Event description:
It was reported that while in the operating theater the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the left groin. The md "felt some insertion difficulty during insertion and the catheter was stuck on the way to be advanced." After the event, "they tried to remove the iab but there was some bleeding badly from the insertion site." The md did "some vessel repair." After the iab was removed they inserted a datascope iab. The patient outcome was recorded as follows: "after they did some vessel repair, patient condition is good." Additional information received in 2008, stated that a sample will not be returned because the patient has an infectious disease.

Manufacturer narrative:
Sample will not be returned for evaluation.